Event description:
It was reported that this morning when they went to charge their implantable neurostimulator (ins), they noticed that their recharger was not turning on/unresponsive. The patient stated that they charged the recharger prior to leaving and it was fully charged and did not bring the desktop charger (dtc) to charge the recharger. The patient has an extreme tremor that is under control with the dbs and if they are unable to charge the ins, they would be unable to function. The patient checked the ins battery life with the patient programmer (pp) which read "low" but the therapy was turned on. The patient said they were starting to think they could already feel tremors on the right side, but therapy was still turned on at the end of the call. Resetting the recharger did not resolve the issue. The patient will be traveling to a different country thursday. A replacement recharger, dtc, and ac power cord was sent to t he patient's daughter. Additional information was received reporting that the patient was provided a recharger. The patient was able to charge their device and continue their travels with therapy on.

Manufacturer narrative:
Continuation of d10: product ID 37651 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37651, serial/lot #: (B)(6), UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.